Event description:
(B)(4). Initial report: this non-serious spontaneous report was received from a nurse via our affiliate in (B)(4). (B)(4). This report involves a pt of unk age and origin. The pt's medical history was not provided. No concomitant medications were reported. The pt received sculptra (poly-l-lactic acid) three years ago around the nasolabial area. Dosage, therapy dates and indication were unk. On an unk date, the whole area became very hard and started to rise up. The nurse stated it 'feel like scar tissue' and looks purple. The pt outcome is unk. Corrective treatment, if any, was unk. The reporter did not provide a casual assessment. Further info is being requested. (B)(4). F/u info from the nurse indicates that this report involves a female pt of unk age or ethnicity. The nurse stated that they would not be completing the f/u form, as they do not want to be involved in this case. No further info is expected. (B)(4): no faults, defects, damages detectable. Since the treatment date, we can confirm that the product involved in the adverse event has not been manufactured by (B)(4). All the dhrs (device history reports) and all the documentation in our possession, concerning these batches, potentially involved in the complaint, have been reviewed and no anomalies, which could be related to the event, occurred, were pointed out. According to both certificate of analysis, issued by aventis/dermik laboratories and (B)(4), all the results at release and all the in-process tests complied with the specification limits. On the basis of the above mentioned investigation results, we can consider the case closed.

Manufacturer narrative:
Conclusion: no faults detectable.